Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type catheter pro duct ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that difficulty during refills was experienced and that the pump pocket was painful.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) found no anomalies which affected infusion. Analysis of the implantable intrathecal catheter (s/n (B)(6)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(6)) found damage to the transition tube which did not affect infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :8781, serial# : (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-mar-2019, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 04-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion pump. The drug being delivered was 1,800 mcg/ml fentanyl at 865 mcg/day. It was reported that the patient presented to the hcp with a pump four inches higher than her umbilicus and sticking out horizontally from her belly. Logs revealed a stall back in (B)(6) 2020 and the patient complained of intermittent efficacy issues. Dosing changes were attempted without real success. When the pump was observed in a horizontal position, the decision was made to remove it and place a new pump in a better location. The doctor removed and replaced the entire system, which was completed with little difficulty relocating the pump to the extreme posterior abdomen and placing the catheter in the mid thoracic intrathecal area. A partial piece (12 inches) attached to the collect was scarred into the tissue and was not removed. Everything that was possible to remove through the old pump pocket or catheter insertion site was removed. The issue was resolved at the time of the report.